Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating that the circumstances that led to the previous ins battery not lasting long enough was due to change in their activity level. Steps taken to resolve the previous ins battery not lasting long enough was replacing the battery. The issue is not resolved. They give "left breast - 4 years and right breast 1 1/2 years to 2 years.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual, movement disorders. It was reported that the patient was saying that their ins batteries should have lasted longer. Patient stated that one was set to high and the other was set to low. Patient stated previous ins's hadn't lasted as long as they should've. Patient was unsatisfied with longevity of the ins batteries. There were no further complications reported.